Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report has been filed under 0002648920-2023-00317.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report has been filed under 0002648920-2023-00317.

Manufacturer narrative:
(B)(4). D10: unknown rotating hinge knee femoral component size d: catalog#ni, lot#ni; unknown femoral cone: catalog#ni, lot#ni; unknown rotating hinge knee tibial tray: catalog#ni, lot#ni; unknown articular surface: catalog#ni, lot#ni. G2: foreign: germany. Multiple MDR reports have been filed for this event. Please see associated reports: 0001822565-2023-02922; 0001822565-2023-02924; 0001822565-2023-02925. The product will not be returned to zimmer biomet for investigation, as the product currently remains implanted. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted. H3 other text : see h10 narrative.

Event description:
It was reported that a patient underwent an initial right total knee arthroplasty on an unknown date. Subsequently, the patient developed metallosis and loosening of the femoral component. It is also suspected that the connection between the femoral stem and femoral cone implants is fractured. A revision surgery is pending to replace the affected components. Due diligence is in progress for this event, to date no further information has been reported.